Manufacturer narrative:
The investigation is still in progress. A follow-up report will be sent when the investigation is complete.

Event description:
The initial report stated a blister rash was caused by the joint, where the cord meets the pad in the grounding pad assembly. During the investigation, an electrical discontinuity between the cord termination and the grounding foil was discovered. This has the potential to result in localized thermal heating.